Event description:
Consumer reported concerns with allergies (hay fever), blood coagulation, peri-implantitis, pain, swelling, & mobility.

Manufacturer narrative:
Consumer reported concerns with allergies (hay fever), blood coagulation, peri-implantitis, pain, swelling, & mobility.